Manufacturer narrative:
Block h6: imdrf device code g041115 captures the reportable investigation results of sleeve detached. Block h11: the returned sensor wire was analyzed, and during the inspection, it was possible to observe that the guidewire was kinked, the sleeve was detached, and the ptfe was peeled at the distal section of the device. Based on the investigation, the sleeve was detached from the wire, and the guidewire was kinked. The excess of force applied for removed the wire probably caused the detach of the sleeve. Based on the analysis results regarding the observed detached sleeve, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during the preparation, the physician commented that the sensor guidewire was not sliding smoothly. The procedure was completed with another of the same device and there were no known patient complications reported. The analysis of the returned device identified sleeve detachment.